Event description:
The following info was received from the field: during a complex stenting procedure, two cypher stents were successfully implanted. As the physician was trying to deploy the third cypher stent, the device kept getting stuck on the already implanted devices. A vessel perforation occurred with pericardial bleeding caused by the bmw guidewire; therefore, the entire system was removed to treat the perforation. At the end of the procedure, the tech noticed the third stent had dislodged. It is unk if an attempt was made to locate the third stent within the pt. Approximately seven days later, the pt experienced a sub acute thrombotic event and the third stent was found between the two implanted cypher stents; the pt expired. The cause of death was reported as complete blockage of rca secondary to the pt not being on the required antiplatelet regimen due to a gi bleed that occurred while in the hospital and after the ptca procedure.

Manufacturer narrative:
This is one of three products being reported for the same event. Please reference mfg reports# 963003742446-2006-00755, and 9616099-2006-01302. Any add'l info will be submitted within 30 days of receipt.